Event description:
The customer activated her pod on (B)(6) 2013. She reported the following blood glucose and insulin treatment history starting (B)(6) 2013. When she removed the pod, the cannula was "bent and all crusty at the end".

Manufacturer narrative:
The device was not returned for eval. We are unable to confirm the bent cannula or determine if it could have contributed to the reported hyperglycemia. Lot qualification records were reviewed and the product lot met all acceptance criteria. The omnipod user guide warns, "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that above 250 mg/dl, follow the treatment advice of your healthcare provider". It advises, "if your blood glucose is 250 mg/dl or above, check for ketones. If ketones are not present, take a correction bolus as prescribed by your healthcare provider. Check blood glucose again after two hours. If blood glucose levels have not decreased, take a second bolus by injection, using a sterile syringe. If blood glucose remains high after another two hours (a total of four hours), replace the pod."